Manufacturer narrative:
Internal complaint # (B)(4). Autonumber # (B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use and evidence of blood were observed. Blood was observed on the jaws. The heater wire was observed to be flexed away at the center of the hot jaw, but remained attached at the base and tip of the hot jaw. The silicon insulation was observed to be peeled away from the tip of the cold jaw, exposing the metal portion of the tip. The silicon insulation was not detached. No other visual defects were observed. Based on the returned condition of the device, the reported failure ¿material twisted bent; wire¿ and the analyzed failure ¿peeled jaw¿ is confirmed. Specific actions for the reported confirmed and analyzed failure modes are being maintained and documented under maquet¿s failure investigation report (fir) system.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 scissors became separated during use. Nothing fell into the patient. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 scissors became separated during use. Nothing fell into the patient. A replacement device was used to complete the procedure. The hospital did not report any patient effects.